Event description:
It was reported by the rn that a temporary pacemaker was inserted in a patient. The temporary pacer wire was moved by the doctor to 51cm and a chest x-ray was ordered to confirm it was at the right site. The results of the chest x-ray showed that the pacer was moved too far in. The doctor came to move it again but before she moved it , it was noticed that there was blood return from the balloon site. Therefore the temporary pacer was removed. There was no patient death or serious injury or reported. Patient current condition reported as fine.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of balloon leak/rupture in use is confirmed. Upon visual inspection, the balloon was found torn. Additionally, the 3cc luer-lock syringe was found connected to the inflation lumen. The maximum capacity of the balloon is 0.75cc and it should not be exceeded. The root cause of the torn balloon is undetermined, but a potential cause of the burst balloon is due to over-inflation from the use of the 3cc syringe. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that a temporary pacemaker was inserted in a patient. The temporary pacer wire was moved by the doctor to 51cm and a chest x-ray was ordered to confirm it was at the right site. The results of the chest x-ray showed that the pacer was moved too far in. The doctor came to move it again but before she moved it , it was noticed that there was blood return from the balloon site. Therefore the temporary pacer was removed. There was no patient death or serious injury or reported. Patient current condition reported as fine.